Event description:
It was reported that the user accidentally rewound the pump while it was connected to the body and called for guidance; the agent advised disconnecting from the infusion site and priming the tubing, which the user completed. Symptoms included none. Outcomes included no clinical impact and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed user error related to incorrect supply change steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.